Event description:
The following has been reported: "on (B)(6) 2024 around 03:15 am in room (B)(6) , (B)(4) . Patient with potassium infusion at 4 meq/hour, very concentrated mixture ( saline solution 0.45% 460 cc + 4 ampoules of potassium), patient is transferred to the radiology service in wheelchair with oxygen support by nasal cannula (charged oxygen bullet), during the transfer potassium infusion and intravenous fluids are suspended and closed. 00+40 the patient is transferred to the room again leaving the connection of intravenous fluids again, 03+00 the nurse's bell is rung and the patient enters the room where it is observed that the volume of potassium to be infused, which was programmed in a very concentrated mixture, was infused in less time than the medical order. For this reason, the fk infusion pump was taken into custody and the pump remained in the nursing department". The patient was not harmed and had no complications in his health condition. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.